Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed pressure sores under the lifevest equipment. Patient described the area as open wound, blisters, from pressure sores under the electrodes and pads due to patient being immobile. There was no alleged device malfunction contributing to the pressure sores. There is no indication that the patient received medical intervention. The outcome of the irritation is unknown.